Event description:
It was initially reported that the zimmer air dermatome handpiece cut deeper than expected during the harvesting of the graft, causing a laceration to the patient's leg. Additional clinical information states that the initial graft was unable to be harvested due to the deep wound. Sutures were required to close the wound and an additional graft harvest was required from the patient. The surgery was completed using an alternate device with a surgical delay of 30 minutes.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.